Event description:
A peritoneal dialysis (pd) patient reported that a cycler's screen was blank during an unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen, but screen remained blank. The patient also said that it made buzzing noises while setting it up last night and some during the treatment. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. The patient will not perform manual treatment. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler. The new cycler has been received and the malfunctioning cycler has been returned. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2211 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touchscreen test passed. System air leak test passed. Valve actuation test passed. Patient sensor check passed. Teach pumps test passed. Voltage verification check passed. Pre-ast 15 mins 1000ml simulated treatment was performed and completed. The sound (noise) emitted from the cycler during the test treatment was normal. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler's screen was blank during an unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen, but screen remained blank. The patient also said that it made buzzing noises while setting it up last night and some during the treatment. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. The patient will not perform manual treatment. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler. The new cycler has been received and the malfunctioning cycler has been returned. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: g.3. In the initial MDR should have been 8-22-2024.